Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor gave an air bubble alarm, even though no air was present. There was no adverse consequence to a pt as a result of this event.